Manufacturer narrative:
.

Event description:
Journal reference: slowinski, et al. "Unilateral deep brain stimulation of the subthalamic nucleus for parkinson disease." J neurosurg, 2007, 106:626-632. The article describes the results from a study that involved a series of 24 patients being treated with unilateral deep brain stimulation (dbs) of the subthalamic nucleus for management of advanced parkinson disease. Five patients received bilateral dbs systems during the study period. A number of patient side effects were noted during the study. Reportable event: one patient experienced difficult wound healing requiring plastic surgery (rotational flap).